Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient called their managing healthcare professional (hcp) and stated that their ins would not charge. The patient stated they had a tough time charging due to the ins being located in a fold just below their bra strap posteriorly. The ins placement in the pocket caused the patient to be uncomfortable and unable to charge now. The patient stated they met with the hcp and they were scheduling a pocket revision for their cervical scs ins. The patient was waiting for the hcp to revise the pocket. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative indicated that the patient had a pocket revision on (B)(6) 2017. They stated that the patient has achieved adequate recharge coupling since their revision. No further complications were reported.